Event description:
The customer reported an iris pot error displayed on the system. This unit is not used on humans.

Manufacturer narrative:
The ge svc rep readjusted the iris pot to 630 ohms with iris closed and calibrated the iris size as specified in the calibration procedure.